Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sata hard disk drive was replaced and the software reloaded. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9900 would not initialize prior to a procedure. There was no adverse pt involvement reported. There was no pt info reported.